Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while asleep, with a highest recorded blood glucose of 330 mg/dl after an announced dinner, and the caregiver observed the glucose trending down and chose to continue monitoring; no alerts or alarms were reported, and no infusion set issues were identified by visual check. Symptoms included hyperglycemia without acute clinical effects. Outcomes included no medical intervention, no backup therapy use, and no ketone testing, and the event duration above range was approximately 30 minutes with spontaneous downward trend. Investigation included complaint handling and troubleshooting with education provided to monitor trends and contact the healthcare provider for guidance. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.